Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73a1900144 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when trying to staple, the staplers do not stick and therefore fell. The product has been handled by several surgeons that are used to this product. Additional information indicates that there were no consequences for the patient but a lack of sealing of the chest drain. The medical intervention was that the staff used staples from another lot number to close the sutures properly.

Event description:
It was reported that when trying to staple, the staplers do not stick and therefore fell. The product has been handled by several surgeons that are used to this product. Additional information indicates that there were no consequences for the patient but a lack of sealing of the chest drain. The medical intervention was that the staff used staples from another lot number to close the sutures properly.

Manufacturer narrative:
Qn#(B)(4). The customer returned two unopened representative samples 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned staplers revealed that the samples appear typical. Each stapler was received with 35 staples left in the cover block. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. This was repeated with the same result for the second representative sample. No functional issues were found with the returned staplers. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were only representative samples that were returned and there were no functional issues found with the returned samples. The reported complaint could not be confirmed without the actual sample. The reported complaint of "staples fell from applier" could not be confirmed since the actual sample was not returned. Two representative samples were returned in place of the actual sample. The returned staplers were able to form and release all remaining staples in the cover block. A device history record review was performed on the staplers with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned representative samples. The reported complaint could not be confirmed without the actual sample and the probable cause of this issue could not be determined.